Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens he wanted to use was not supplied by the manufacturer so he used a different lens which resulted in a refractive error. Additional information was received from the surgeon. The patient experienced blurry near and distance vision. The lens was exchanged. Additional information has been requested. Additional information has been requested.

Manufacturer narrative:
The questionnaire indicated the use of an unapproved viscoelastic for this lens/cartridge combination. Product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Information in the file indicated that the lens which the doctor wanted to use was not supplied in time by alcon and a different lens was used , resulting in this refractive error. Additionally, a failure to follow the dfu was also noted with the use of an unqualified viscoelastic. (B)(4).

Manufacturer narrative:
The sample was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. Additional information was requested and received.